Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the event log. The system message was duplicated. The pcb, communication cable and power cables were replaced. The parts will return for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system message displayed." (Device displays error message); "system reboot required." (No code available). The nurse reported a recurring system message displayed. Each time the system message displayed the system was rebooted. The cases were completed as planned. No pt injury was reported.